Event description:
It was reported in the last month there were problems with some devices which leak at the connection site of the PICC to other devices (serum lowers, maxzero connector, syringes and red and yellow filling caps). It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed seventy six other similar product complaint(s) from this lot number. Device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the last month there were problems with some devices which leak at the connection site of the PICC to other devices (serum lowers, maxzero connector, syringes and red and yellow filling caps). It was reported this occurred with three devices. This report addresses the first device. Additional information received on 20/sep/2022: the reported incident was noticed at what time? A: the incident was reported days later. Has there been any harm to the patient/health professional? (Detail) a: there was only a medication spill, without harm to the integrity of the patient or health professional. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: there was a need for intervention, change of vascular access and change of intravenous therapy. Has there been exposure to blood or chemotherapy to the mucous membranes or skin of the patient or health professional? (Detail) a: they told me about a chemotherapy spill, without damage to the patient's mucous membranes.